Manufacturer narrative:
Although it was reported that "in the physicians opinion it is more likely, that the innowy wire than the safari2 was related to the death." A medwatch report is being filed for the safari2 guidewire as a good faith measure. The safari2 guidewire is not expected to be returned for evaluation. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." The reported event is a known adverse event associated with the tavr/tavi procedure. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical conditions may have impacted on the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement procedure (tavr) event description: it was reported that: valve was prepared by nurse after IFU. Measurements of the CT scan done by the physicians. During the predilatation with a 23 bard true dilatation balloon the innowy wire showed a forward movement in the left ventricle and the balloon moved aortic, thus the predilatation was repeated with the same balloon. After predilatation the innowy wire showed a kink, the physicians decided to continue. The valve was inserted and released. During step 1a the innowy wire moved forward in the left ventricle, the physicians pulled it back and released then the valve. During the retrieve of the delivery system the stentholder was still attached, the physicians detached the stentholder and retrieved the delivery system. The physicians decided to change the innowy wire to a safari wire and postdilated then the valve with the 23 bard true dilatation balloon, because of a paravalvular leak shown in the echocardiography control. The following echocardiography control showed then still the paravalvular leak, the physicians postdilated then again with a 24 bard true dilatation balloon. The patient started then to get hemodynamic unstable, the echocardiography showed the remaining paravalvular leak and a pericardial effusion. The physicians started CPR and decided to do an open surgery with the support of the heart lung machine. During the open surgery the physicians stitched up a right ventricle perforation and the physicians explanted the accurate neo medium valve and implanted a 21 epic supra valve. A left ventricle perforation was shown. During the stitching up of the left ventricle, the aorta ascendens ruptured, which physicians tried to stitch up. The patient had a bulging abdomen, physicians controlled with x ray the aorta descendens and the aorta iliaca and the a. Femoralis. No bleeding was found. The physicians decided to stop the support of the heart lung machine and declared the patient dead.